Event description:
It was reported that reporting that two pta balloon dilatation catheter shafts broke during re-wrap. The procedure was successfully completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A lot history review could not be performed as the lot number is unknown. The device was not returned. The investigation is inconclusive as the condition of the device could not be verified. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.